Event description:
The device was used during a laparoscopic colectomy procedure. Reportedly, the staples were missing and there was some bleeding. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.